Event description:
The crna was administering a drug (unknown), using the IV set, with a syringe, into the manifold. When the syringe was disconnected, the customer experienced leaking out of the one way checkvalve. Amount of leak unknown.